Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unexpected receiver shut-down. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and passed. The receiver failed to charge and reboot due to the receiver not turning on. The battery was replaced with a known good battery and the receiver turned on. The log was downloaded and reviewed finding an error related to the complaint. The receiver case was opened, the internal inspection passed. The allegation was confirmed. The root cause was determined to be a defective battery.